Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the hv cable was defective thereby causing the live video to fail. There are no reports of pt injury or death associated with this event.